Manufacturer narrative:
Retainer ring = black on (B)(6) 2021 the customer alleged charge/battery lasts less than expected, no communication with transmitter, and keypad unresponsive/button error alarm. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, cracked keypad overlay, cracked case on display window corner, cracked battery tube threads, cracked case on battery tube, and scratched case alarms identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history, these battery related alarms were found: low battery alarm on (B)(6) 2021 at 13:47:00. Insert battery alarm on (B)(6) 2021 at 16:18:53. Pump communicated properly with test guardian link transmitter. No communication anomalies noted. Pump was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly, electronic assembly, or motor. The j1 connector on pcba 1 was locked properly during visual inspection. Successfully downloaded history files and traces using thus. No stuck key alarm found in the history files or traces. Pump passed the keypad voltage test. Pump passed self test, sleep current measurement, active current measurement and displacement test. No unexpected during testing. In summary, pump passed required testing. Customer allegation for no communication to transmitter was not confirmed. Pump communicated properly with test guardian link transmitter. No communication anomalies noted. Customer alleged for charge/battery lasts less than expected was not confirmed. Keypad unresponsive / button error alarm not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had sticky buttons and diminished battery life. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.